Manufacturer narrative:
Through troubleshooting with customer support the importance of using fresh 0.5% sodium hypochlorite solution during the maintenance procedures was discussed with the customer. It was also recommended that the customer replace the sample probe. After probe replacement and changing to laboratory grade bleach diluted according to labeling, the customer confirmed the issue of the discrepant results had been resolved. A review of the i1sr03195 service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding erratic or discrepant results since the arc probe (list number 08c94-47) was replaced. A review of labeling concluded that the issue is sufficiently addressed. A review of complaints for the i1000sr did not identify any issues associated with this complaint. No trends were identified for the architect i1000sr. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that they have observed an increase in false reactive cmv igg, cmv igm, and anti hbc results. There were no actual patient results provided. There was no additional patient information provided. There was no reported impact to patient management.